Event description:
During preparation of the device at the pre-cardiopulmonary bypass stage, the user reported that the central control monitor (ccm) blanked out. The pumps continued to run and then the monitor came back up. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.